Event description:
During a laparoscopic bowel resection procedure, when the device was removed from the 10mm port, the jaw piece was missing. The pt had to have an x-ray in order to locate the offending piece. The piece was retrieved. There was no pt consequence.